Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of stomach on a laparoscopic sleeve gastrectomy procedure, the device did not fire and jaws locked on the tissue. Resection was done to remove the device. Another device to resolve the issue in order to complete the case.